Manufacturer narrative:
The exact cause of the occlusion is unknown. No additional information is currently available. No sample was returned for evaluation. The instructions for use for the cormatrix ecm for vascular repair lists recurrent stenosis and vessel occlusion as potential complications.

Event description:
On (B)(6) 2016, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for vascular repair. Details of the event are provided below. It was reported that a patient had a carotid endarterectomy angioplasty using cormatrix ecm for vascular repair. Later the site occluded and was treated using a balloon stent.

Event description:
On april 14, 2016, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for vascular repair. It was originally reported that a patient had a carotid endarterectomy angioplasty using cormatrix ecm for vascular repair. Later the site occluded and was treated using a balloon stent. On may 24, 2016, additional details were received as follows: it was reported that an (B)(6) female patient had a right carotid endarterectomy using cormatrix ecm for vascular repair patch on (B)(6) 2016. A bilateral carotid duplex ultrasound was performed on (B)(6) 2016. The right internal carotid artery appeared totally occluded. The site was later treated using a balloon stent.